Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0e1fm, implanted: 2013-(B)(6), product type: lead. Product ID: 3387s-40, lot# va0e1fm, implanted: 2013-(B)(6), product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 3708660, serial# (B)(4), implanted: 2013-(B)(6), product type: extension. Product ID: 3708660, serial# (B)(4), implanted: 2013-(B)(6), product type: extension. (B)(4).

Event description:
It was reported that there a couple of weeks after implant erosion occurred as her skin was so thin in the chest area. The implant was on the left side of the chest. A revision was required and the healthcare professional had to create a little pouch closer to her arm, ¿almost under her arm.¿ additional information indicated that the healthcare professional noted 1 centimeter max depth for rechargeable. The cause of the erosion was not determined. The patient had recovered without permanent impairment.